Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable and wall adapter. The customer received a power source alert after plugging the pump into a wall outlet. The customer used an alternate usb cable and the pump charged successfully. Reportedly, the customer¿s blood glucose level was approximately 273 mg/dl.